Event description:
It was reported that during the alif procedure at l5-s1. The cage was successfully impacted and it was proceeded to implant the screws. The cage cracked the cage while tightening the screw. No complications were observed or noted as a result of the cage breaking.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.